Event description:
Review of an article in the (B)(6) - newspaper, a pt has a gastric band fitted, [the pt] lost weight but the weight kept dropping, eventually [the pt] collapsed. At the removal of the band it was found that the stomach had become entangled in the band and turned gangrenous. The band and 90 percent of the stomach was removed and pt has no hunger sensation, therefore has to have a schedule to eat. The pt is now back at work full time and at a healthy weight. At this time, allergan is not sure if the device is an alleged product, but we are taking the conservative approach to reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band tangling in stomach and gangrene are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info has been requested by allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, pt data or further event details. Investigation in progress. Device labeling addresses the potential of adverse events as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." "Caution: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." "Caution: pts must be seen regularly during periods of rapid wight loss for signs of malnutrition, anemia or other related complications." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."